Manufacturer narrative:
Unique identifier (UDI)# (B)(4).

Event description:
The customer complained of questionable results for ise indirect na, k, ci for gen.2 tested on a cobas 8000 cobas ise module (double) and crep2 creatinine plus ver.2 tested on a cobas 8000 c 702 module. Of the data provided a reportable malfunction was provided for the potassium and crep2. This medwatch will cover the erroneous potassium results. For the erroneous crep2 results refer to medwatch with patient identifier (B)(6). The initial potassium result was 5.8 mmol/l. The initial result was released outside of the laboratory but was questioned by the physician. The same patient sample was tested on another analyzer with a potassium result of 4.66 mmol/l. The same patient sample was then retested on the original analyzer with a potassium result of 4.7 mmol/l. The repeat results were deemed to be correct. There was no adverse event. The potassium electrode lot was l09 with an expiration date of 09-oct-2018. The field engineering specialist was unable to find a root cause. He checked all fluidics and alignments of the rinse mechanism, the ise assembly, and the probes. The customer stated that there have been no further issues since the service visit. The investigation was unable to find a definitive root cause.